Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be verified by laboratory personnel. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with device on (B)(6) 2016. According to the report the valve was found to be obstructed and could not drain. The report stated the device was explanted on (B)(6) 2016. It was also reported the doctor used a new device to complete the revision surgery. Reportedly, there was no injury to the patient.